Event description:
The patient reported that they found a red mark on her their skin when she removed the v-go 40 after wearing it for 24 hours. The patient stated that the mark is an inch long and a half inch wide with a blister in the center, right under the glass part of the v-go. The patient reported that a red mark occurred last november except there was no blister. The patient cleans the application area with an alcohol wipe. When the patient is ready to remove the device, they wipe the edges with the uni-solve wipe which helps loosen the adhesive. The patient believes there is a malfunction with the device causing the burn. The device was reported to be available for return to the manufacturer for evaluation. However, to date the return of the device has not been received.

Manufacturer narrative:
Adverse event (ae) assessment: the ae assessor spoke with the patient about the adverse event of a redden area an inch long and a half inch wide with a blister in the center where the plastic part of the v-go was next to her skin on her abdomen. She stated this happened once before in late october or november but there was no blister. She used over the counter neosporin, and it took several weeks for the skin to completely repair itself. She uses alcohol wipes to clean the skin before applying v-go. The patient reports she has to use paper bandages because of skin sensitivity to regular bandages. She indicated that her skin sensitivity is to adhesive. The patient believes there was something about that particular v-go that was involved in causing the redness with blister which she refers to as a burn. She is returning the v-go for a technical review. To date the device has not been received. She sent a picture of the area to her healthcare practitioner (hcp). Her hcp prescribed an antibiotic topical preparation. The patient applied the antibiotic topical preparation last evening. She removed the bandage when we were speaking and found the redness was already improved and less red. Also, the blister had improved. When I asked what her hcp directions were for the antibiotic topical preparation, she did not know but then read the directions for the first time. The directions are to apply the antibiotic topical preparation to the area twice a day for 7 days. There is a reasonable causal relationship between the event and v-go use. The event occurred while using v-go, but the event could also possibly be explained by friction, heat, and/or too much pressure on the area.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. A visual inspection was performed. Hair strands were observed attached to the foam pad. The straight needle and the bottom base were inspected and showed no anomalies. An accurate assessment of the adhesive foam pad could not be performed due to the used condition of the device. The original adhesion properties could not be verified. Functional tests were performed. The adhesive pod was probed, and it was verified that there was a moderate amount of adhesion remaining. After probing the foam pod, the adhesive pad had attached to the technician's glove; the device was lifted off the table surface and verified that the adhesion strength was still sufficient. Per the instructions for use (IFU), when choosing the location for the v-go, avoid the following: areas with excessive hair. You may shave the area to help the v-go attach to your skin. Note: if you have sensitive skin or your skin becomes irritated, ask your doctor or healthcare professional about skin barrier products or adhesive removers to prevent skin irritation. The complaint for this device could not be confirmed.